Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 138 mg/dl. Advised to remain disconnected from the insulin pump. Advised to rewind the insulin pump, reinsert the reservoir, and to run a manual prime. Customer states that insulin did exit with the manual prime. The customer will call back if they have any issues. Nothing further reported.